Manufacturer narrative:
Insulin pump received with missing segments and partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
Customer reported via phone call that the liquid crystal in display is broke and hit anything and get nothing and have a purple splotch on display but the glass is not broke. Customer's blood glucose value was unknown. The product will return for the analysis.